Event description:
A medtronic representative reported that, while in a cranial procedure, after performing an accurate pointmerge registration, when they went sterile a 5mm inaccuracy was noted. When the surgeon touched the skin, it showed being 'out in space'. The surgeon was using their only instrument, a passive planar blunt, to check accuracy. Geometry error on frame and probe was approximately 0.2. Distance-to-divot on passive planar probe was 1.3. The surgeon continued the procedure while trouble-shooting and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not made available from the site. A medtronic representative, following-up at the site, reported being accurate with the sterile reference frame. Additionally, checked-out the navigation system and tested both sets of instruments. The reported issue could not be replicated. System functioning as expected.